Manufacturer narrative:
UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 02.jul.2014 expiry date: 30.jun.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a sternal fixation procedure using the synthes zipfix system on an unknown date. During the procedure, after the surgeon had tightened the device and cut the device to remove the excess, the implant popped loose. Instead of opening and re-closing the sternum, the surgical team elected to implant an unknown plate and unknown quantity of screws to complete the procedure. There was no reported surgical delay concomitant devices reported: zipfix application instrument (part 03.501.080, lot number unknown, quantity 1). This report is for one (1) sternal zipfix with needle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: the returned device was not engaged. No damage or issues were noted with the returned part. The device was able to be engaged properly and did not come loose on it's own or with attempts to pull it apart. ¿implant has a locking housing with a ratcheting mechanism for implant closure to secure the implant in place¿ and the hazard ¿implant can not lock to reduce sternal halves¿ that could potentially lead to ¿surgical delay ¿ moderate (significant)¿. The complaint could not be confirmed and was not replicated. Intraoperative conditions are unknown and could not be replicated for testing. No definitive root cause was able to be determined. Excessive intraoperative forces may have contributed to the issue. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No additional malfunctions were observed during investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
08dec2017 update: per reporter, the event date and date of awareness were done on the same day.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of part return added to complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.